Manufacturer narrative:
The unique device identifier for this device is (B)(4). The device was manufactured april 21, 2017 ¿ april 24, 2017. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. Further inspection revealed that the tubing had broken off at the solvent-bonded junction of the luer. A portion of the broken tubing remained inside the luer. The reported condition was verified. The cause of the broken tubing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked into its outer packaging before use. The device had been filled with 900mg desferrioxamine in 52ml 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.